Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and lidstock for analysis. Microscopic examination confirmed one major kink in the guidewire body, and revealed that the distal and proximal welds were spherical and intact. No other defects or anomalies were observed. The kink in the guide wire measured 345mm respectively from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm, which is not within the specification limits of .838-.877mm per the reported guide wire graphic. Based on this discrepancy the customer either did not return the correct component or reported the wrong product. The guide wire was passed through a lab inventory ars/introducer needle. Little to no resistance was observed as the guide wire was able to completely pass through the assembly with minor resistance at the kink. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided within this kit warns the user "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink in the guide wire body. The guide wire met functional requirements, and a device history record review was performed with no relevant findings. However, based on dimensional specifications, the returned guide wire did not match the guide wire that is provided within the reported kit. Therefore, though it's likely that the damage was caused by unintentional user error, based on the sample received and the report from the customer, the root cause is deemed undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during insertion.